Manufacturer narrative:
(B)(4). The customer returned an air dermatome device for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was (B)(6) 2017 where it was reported that the device was returned on the premium warranty and the reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, width plates and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome revealed that the device was just in (B)(6) under a premium warranty and is now in under a 90-day warranty. The calibration was out of specifications at the zero setting but within at all other settings. The motor operated within motor speed specifications. The hose was leaking air. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the vespel bearing, semi-circle bearings and hose. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was found that the hose was leaking air. The root cause of the reported event was due to the hose that was leaking air. The issue was resolved with the replacement of the vespel bearing, semi-circle bearings and hose. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was found not working upon preoperative testing. Initial inspection of the returned device revealed the dermatome's hose was leaking air. No adverse events have been reported as a result of this malfunction.